Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the tubing was leaking from the y-site above the pump segment. Tubing was bd alaris pump infusion set ref# 2420-0007. In the first photo below, you can see that the rubber septum on the y-site appears to have been penetrated. Drug began to leak out of this y-site after the tubing was primed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the customer reported the smart site blue piston was leaking, and returned photo and a used sample of material 2420-0007. Lot 25017264. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and the leak at the smart site (closest to the drip chamber) was verified. The leak is due to a cut or damage in the smart site blue piston. The manufacturing plant could not find the root cause for the issue, and it remains unknown. The damage in the smart site piston could not be confirmed to be related to the manufacturing process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Samples received.